Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 15 mg/ml at an unknown dose via an implanted pump for non-malignant pain. It was reported that the rep was notified on the date of this report about a patient in the hospital that had a MRI a couple of days ago and she was asked to go and check the pump status and logs for a motor stall recovery. The rep checked the pump status once and it still showed the motor stall and in doing so, started hearing the pump audibly alarm. It was noted the pump was not alarming prior to the interrogation and the patient had no therapy issues. Discussed MRI labeling and to recheck the pump status and logs every 20 min. Additional information was received from a company representative (rep) on 2025-06-26 and it was reported the rep went to recheck the pump for motor stall and recovery had occurred. She reinterrogated the pump about two hours after the call to tech services occurred. The patient was in the hospital for unrelated issues to her pump. It was noted the recovery corresponded with the date of telemetry.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from company representative (rep) and it was noted regarding the initial reporter, the patient reported MRI telemetry read while in the hospital.